Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this chronic atrial lead was removed and replaced due to lead failure. No information was provided regarding the lead failure. No adverse patient effects were reported.